Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports sinus infection, left nostril congestion, sneezing, and itchy nose. The md prescribed a covid test and an unspecified allergy medication. The customer did not mention the sc usage to the md. The customer did not maintain or clean the CPAP equipment per our IFU. The customer continues to use the soclean device.